Manufacturer narrative:
Reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of the minicap transfer set and titanium adapter which resulted in a leak. This occurred while the patient was in the shower. The transfer set was replaced while the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with 1 gram of vancomycin as precautionary measure. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.